Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA #1064141.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the label is releasing from the tube. There are 100 tubes that have this condition. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the label cat. 367986 is being released.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the label is releasing from the tube. There are 100 tubes that have this condition. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the label cat. 367986 is being released.